Event description:
A malfunction was reported on a pump, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted in resetting the pump. The malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if the issue happens again.